Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer locked-up while interrogating the patient's device. A second programmer was used to interrogate the patient's device, encountering that same error. Steps to clear the error sent electronically to representative. The initial programmer remains in use. No patient complications were reported as a result of this event.